Event description:
Leak.

Manufacturer narrative:
No lot or product information available. No investigation was able to be performed on the product. Unable to determine root cause. A potential root cause was not determined.